Event description:
A cracked and shattered touchscreen was reported, which made the touchscreen unresponsive and illegible, preventing interaction with the pump. There was no reported adverse impact to the customer's blood glucose level. Customer reverted to insulin pens for insulin therapy.